Event description:
The customer reported to customer service that when she unplugged her breast pump transformer from the wall, the plug was hot and it looks like "some of the plug has melted."

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that a hole melted into the transformer housing and confirmed that an injury was not sustained as a result of the issue. As of the date of this report, the product has not been received from the customer. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported a breach in the transformer housing, which is a safety risk. Should additional info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.